Manufacturer narrative:
(B)(4). The event is currently under investigation.

Event description:
On (B)(6) 2015 a central brovia catheter was implanted on the patient. On (B)(6) 2015, the catheter leaked and sprayed the chest, neck & right cheek. The dripping was stopped and the catheter was replaced on the (B)(6) 2015.

Manufacturer narrative:
(B)(4). Event evaluation: a review of complaint history, drawings, instructions for use (IFU), manufacturing instructions, quality control and trends was conducted during the investigation. The complaint device was not returned to assist in the investigation. The customer reported that the lot number of the complaint device was 5700334. The complaint device is a tpn-3.0-65-redo catheter which is a component of a c-tpns-3.0-65-redo set. During production of the complaint device and the set, there were no reported production nonconformances. Also, at the time of this investigation, there are no other reported complaints against lot 5700334. There is no evidence to suggest that the device was not manufactured to specification. The device is packaged with IFU. The IFU gives intended use, warnings, precautions, recommendations and instructions regarding use of a double lumen catheter. The IFU includes the precaution, "extreme caution should be used in placement and monitoring." Based on the limited information provided and without return of the complaint device, we are unable to draw a conclusion as to the root cause of this event. We have notified the appropriate internal personnel and will continue to monitor for similar events.

Event description:
On (B)(6) 2015 a central brovia catheter was implanted on the patient. On (B)(6) 2015, the catheter leaked and sprayed the chest, neck & right cheek. The dripping was stopped and the catheter was replaced on the (B)(6) 2015.